Event description:
According to available information, this device required replacement due to a leak at pump wall of bulb. It was also noted there was a crack between serrations of the bulb. No other adverse patient effects were reported.

Manufacturer narrative:
Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2. And reservoir were received for evaluation. Abrasion was noted on the inlet tube of the pump. A separation was noted on the pump body between the first and second ribs . This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the surfaces associated with the separation indicate that sufficient stress was exerted on the pump body. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database and nonconformances revealed no trends for this lot .